Manufacturer narrative:
H2) the software analysis concluded that there was not a software anomaly that caused the reported event. The logs and archives were reviewed. Archive had 5 magnetic resonance (mr), 2 computed tomography (CT) & 2 imaging system exams. None of them were optimal for the navigation system. They had missing slices and irregular slice spacing. Model could not be seen clearly with any of the exams. While the 2 imaging system exams were obtained on the date of surgery, other CT & mr exams were found to be taken 6 days before the surgery. Imaging system exams did have gantry tilt. Software checks the exams taken during last 24 hours for stereotactic registration. Log analysis revealed that the surgeon tried to perform stereotactic registration with CT <(>&<)> mr exams merged and one of the cts picked for the registration. It was not successful anytime and the logs reported error. When the imaging system exam was used for registration, software auto selected vantage CT as localizer. User then changed the localizer to leksell CT and performed registration again. This was a known issue reported in stereotactic frames support package srn((B)(6)). ¿due to the geometric similarity between the leksell vantage¿ and leksell frames, the software may automatically select a frame that does not match the physical frame on the patient. ¿. User needed to select the right frame before proceeding further. Previously submitted codes: b01, c19, d14, are applicable for the analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version: 2.1.0. H3: a medtronic representative went to the site to test the equipment. Testing revealed that no failures were found. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c19, fdc d14 are applicable to the system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during an electrode and probe placement procedure. It was reported that after an update, the imaging system scan was taken and would not autodetect the correct frame. A autodetect lexell computed tomography (CT) was used, and after it was a CT vantage frame. It was indicated that this did not occur pre-update. The field team has been seeing this issue across site post-CT. The clinical team suspected that the imaging system gantry tilt may contribute to the software's ability to detect the correct number of rods/ correct frame. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.